Manufacturer narrative:
The cause for the pre-surgery elevated advia centaur xp ipth result compared to the patient's redrawn ipth test result is unknown. Parathyroid hormone (pth) levels can be influenced by diurnal variation, ion concentrations (e.g. Calcium, magnesium, phosphate and vitamin d levels). Without a comprehensive clinical picture, it is difficult to speculate the variation in patient results. Pre-analytic variables can affect the quality of the sample, and may lead to erroneous results. The customer's calibration and quality control results were within specification ranges. The customer has declined a customer service engineer (cse) visit. No conclusion can be drawn. This event identifies an intended user error as the advia centaur xp ipth assay is not cleared for intra-operative use. The instruction for use states in the intended use section: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur and advia centaur xp systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism and hypoparathyroidism." The instruction for use states in the limitation section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values. It should be noted that some overlap of intact pth values does exist from patients with various parathyroid disorders. It is also extremely important to ensure that patient samples have been handled and stored correctly. Incorrect handling of samples will result in a loss of intact pth. The type of specimen used (serum or edta plasma) may influence intact pth measurements. During routine monitoring of ipth levels, to avoid bias in the results, use the same specimen type throughout the monitoring period." The instrument is performing within specifications.

Event description:
An elevated advia centaur xp ipth pre-surgery result was obtained by the customer and the reported result was questioned by the physician. The physician was expecting a normal ipth result, the original sample was repeated, and the ipth result was similar. A new patient sample was drawn and the ipth result was lower. Due to the difference of results between the initial sample and the new sample, the patient's scheduled thyroidectomy surgery was cancelled. There are no known reports of adverse health consequences due to the discordant advia centaur xp ipth result.